Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is damaged, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. Visual inspection shows the lens is damaged. The complaint could not be confirmed. A review of the manufacturing records was performed. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. Final inspection was conducted by trained and qualified operators. The final inspection process was reviewed. No anomalies were found. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The physician should consider and should target emmetropia, as this lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the intraocular lens. The dfu contains a specific section on lens power calculations and additionally contains precautions with respect to refraction measurements. Auto refractors may not provide optimal postoperative refraction of patients with multifocal lenses. Manual refraction is strongly recommended. Recent contact lens usage may affect the patient's refraction; therefore, in contact lens wearers, surgeons should establish corneal stability without contact lenses prior to determining iol power. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the myopic (near vision) of the patient. A 23.0 diopter lens was replaced with a model zkb00 lens, a 21.0 diopter. There were no complications, no incision enlargement or vitrectomy, and there was no patient injury reported.